Event description:
Patient's meter would not power on. Patient did not experience any symptoms of high or low blood sugar. Meter had stopped working three days ago. Last night patient tried to test their blood sugar and meter was not working. So they went to see their md because they were not feeling well and their blood sugar in the hosptial was 400mg/dl. They were given regular insulin and sent home. When the meter does not turn on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent patient a new meter.